Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed and a correlation between the device and the reported events could not be conclusively determined, as the device was not returned for evaluation. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported a pump exchange was performed on (B)(6) 2018 due to pump thrombosis. No further information was provided.